Event description:
A peritoneal dialysis (pd) nurse reported that this patient on pd therapy had peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the reporting pd nurse stated the patient had a pre-existing shoulder fracture (unrelated to dialysis) which resulted in the patient¿s pd treatment being assisted by various caretakers. On (B)(6) 2024, the pd nurse did a home visit and observed that the patient was not disinfecting the pd catheter (not a fresenius product) properly. The pd nurse obtained a pd culture which grew diphtheroids. The nurse stated the patient was treated with intra-peritoneal (ip)antibiotic therapy with vancomycin and ceftazidime (per clinic protocol). The patient is recovering from the event. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis and fluid overload event. The nurse indicated the peritonitis was due to a breach in infection control and touch contamination during the pd exchange.

Manufacturer narrative:
Correction: b.3.

Event description:
A peritoneal dialysis (pd) nurse reported that this patient on pd therapy had peritonitis. There were no reported allegations that the event was related to any issues with fresenius products. In additional follow-up, the reporting pd nurse stated the patient had a pre-existing shoulder fracture (unrelated to dialysis) which resulted in the patient¿s pd treatment being assisted by various caretakers. On (B)(6) 2024, the pd nurse did a home visit and observed that the patient was not disinfecting the pd catheter (not a fresenius product) properly. The pd nurse obtained a pd culture which grew diphtheroids. The nurse stated the patient was treated with intra-peritoneal (ip)antibiotic therapy with vancomycin and ceftazidime (per clinic protocol). The patient is recovering from the event. The patient¿s nurse confirmed the patient did not have any fluid leaks or issues with fresenius products in relation to the peritonitis and fluid overload event. The nurse indicated the peritonitis was due to a breach in infection control and touch contamination during the pd exchange.